Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported high impedance could not reproduced in the laboratory. Analysis found the lead to exhibit normal electrical characteristics. No shorting or intermittent open circuits were found while the lead was physically manipulated. The pacing lead impedance and hv lead impedance were found to be normal. No fracture was found on lead body via x-ray inspection. However, inside-out abrasions were observed at the proximal end of the rv shock coil and svc shock coil. The rv cables were exposed.

Event description:
The lead was explanted due to a fracture. High impedance was noted.